Event description:
It was reported that during a lap cholecystectomy, 2 clips came out at the same time in both devices. Third device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: which firing of the device did this event occur on? ---no information. What vessel or structure was the device fired on at the time of the event? ---cystic artery. Was the clip fully advanced into the jaws prior to firing? ---no information. Was there any torquing or twisting of the device present at the time of firing? ---no information. Was any unexpected resistance felt while firing the trigger? ---no information. Were any unexpected noises heard? If so, when? ---no information. Did anything unexpected happen prior to this incident? ---no information. Was the device fired after this incident in or out of the patient? ---no information. The analysis results found that device (a) was returned in good visual condition and with a malformed clip inside a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and ejected the remaining clip. It could not be determined what may have caused this condition. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device (b) was returned in good visual condition and with a malformed clip inside a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and ejected the remaining clip. It could not be determined what may have caused this condition. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # h90w3w mfg 04/18/2011 exp 03/18/2016.